Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have one blade broken at the base. A piece approximately 0.5195 by 0.0890 inches was found to be broken off and returned for analysis. The components adjacent to the broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized and found to be broken. The user completed the procedure using a backup harmonic ace with no issue and no fragments falling into the patient's anatomy. The procedure was completed with no reported injury.